Manufacturer narrative:
Unit passed displacement test and selftest. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue also pump error alarm. Customer's blood glucose value was 222 mg/dl. Customer able to successfully clear the alarm and did not receive a request to rewind pump. Self test was passed. The device will be return for analysis.